Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the investigation is ongoing. The scope will be forwarded to an independent laboratory for microbial testing. In addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the scope cultured positive for yeast after it had been reprocessed. There was no patient injury/infection reported.

Manufacturer narrative:
The infection prevention control department at the user facility further reported that the channel was positive for stenotrophomonas maltophilia (isolated from undiluted sample broth only "auxilliary" negative) was detected during a endoscope culture test on (B)(6) 2019. The device was not used on a patient with a known infection of the same microorganism detected. On (B)(6) 2019 during an upper eus endoscopic ultrasound procedure, the scope was used on a patient with multi-drug resistant organism (pseudomonas aeruginosa) which is what triggered the device sampling and culturing. The patient was reported to have no pre-existing conditions. The device was not used after as the scope was removed from service on (B)(6) 2019. There were no patient infections reported. An endoscopy support specialist (ess) visited the user facility and conducted an observation on the staff's reprocessing. The ess noted the staff was performing all the steps that olympus recommends for cleaning of the scope but observed the staff was not suctioning for the correct amount of time during the manual cleaning. Additionally, the ess noted instead of manually flushing the scopes, the staff was utilizing scope buddy. After the observation, the reprocessing educator at the user facility declined an in-service in reprocessing training. The scope was sent to an independent laboratory for culture testing. The scope tested positive for staphylococcus epidermid, micrococcus luteus, pseudomonas aeruginosa. The scope was then ethylene oxide sterilized and returned to the service center on october 3, 2019 for a physical device evaluation. A visual inspection was performed on the scope and there were no signs of foreign material/stain inside the instrument channel, biopsy port, and the suction channel/port. The instrument channel wall was noted to have scrape marks at the distal bending section side. There was no signs of foreign material/stain found with the external components; insertion tube, bending section, and the distal end. The scope passed the leak test. The bending section cover glue on both ends of the bending section cover were discolored and cracked. Additionally, the service group noted there were dents on the bending section. The damaged bending section (dents/cracked bending section) can be attributed to unintended stress from force. A review of the service history of the scope indicates the asset scope was purchased on may 28, 2019 with no previous repairs related to positive culture or a contamination issue. Based on the investigation results, the exact cause of the reported positive culture could not be determined.